Event description:
She was poisoned with zinc/I felt poisoned [poisoning] she was sick for months [sickness] she felt cramps [cramp] numbness in the extremities/my limbs (feet and fingers) started to go numb [numbness of extremities] dizziness [dizziness] everything she ate has a metallic taste/I felt bitter in everything I ate [dysgeusia] she could not sleep/I event woke up more than ten times at night [insomnia] horrible pain [pain] case description: this case was reported by a consumer via facebook interactive digital media and described the occurrence of poisoning in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced poisoning (serious criteria gsk medically significant), sickness, cramp, numbness of extremities, dizziness, taste metallic and insomnia. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the poisoning was recovered/resolved and the outcome of the sickness, cramp, numbness of extremities, dizziness, taste metallic and insomnia were unknown. The reporter considered the poisoning, sickness, cramp, numbness of extremities, dizziness, taste metallic and insomnia to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient reported that she was glad that it did not contain zinc. She informed that she was sick for months, she was poisoned with zinc, she felt cramps, numbness in the extremities, dizziness and everything she ate had a metallic taste, she had to woke up every half hour and she could not sleep, as she had not taken any medication, she became suspicious about corega. She informed that when she stopped using it, she started getting better. She informed that she had made a request for a neurologist, but she suspended because she was fine, she did not had any symptom of poisoning anymore. She was upset because there was no warning about side effects. Follow up was received on (B)(6) 2020, on an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced dysgeusia and pain. Corega (unspecified denture adhesive or denture cleanser) was discontinued (dechallenge was positive). On an unknown date, the outcome of the poisoning was recovered/resolved. The reporter considered the pain to be related to corega (unspecified denture adhesive or denture cleanser). The event felt bitter in everything I ate was clubbed with taste metallic and coded it as dysgeusia. The patient reported she had problems. She used it and started to have cramps, she even woke up more than ten times a night with an horrible pain. She felt poisoned, her limbs (feet and fingers) started to go numb and she felt bitter in everything I ate. As she was not taking any medication, she started to suspect corega. She went to the physician and he did not find out the cause. After she stopped using it, the poisoning decreased and a month later it was almost normal again. They say they changed the formula, she would like to experiment with the new formula but she was afraid.

Manufacturer narrative:
Argus case:(B)(4).

Manufacturer narrative:
Argus case (B)(4).

Event description:
She was poisoned with zinc [poisoning]. She was sick for months [sickness]. She felt cramps [cramp]. Numbness in the extremities [numbness of extremities]. Dizziness [dizziness]. Everything she ate has a metallic taste [taste metallic]. She could not sleep [insomnia]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of poisoning in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced poisoning (serious criteria gsk medically significant), sickness, cramp, numbness of extremities, dizziness, taste metallic and insomnia. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the poisoning was recovered/resolved and the outcome of the sickness, cramp, numbness of extremities, dizziness, taste metallic and insomnia were unknown. The reporter considered the poisoning, sickness, cramp, numbness of extremities, dizziness, taste metallic and insomnia to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient reported that she was glad that it did not contain zinc. She informed that she was sick for months, she was poisoned with zinc, she felt cramps, numbness in the extremities, dizziness and everything she ate had a metallic taste, she had to woke up every half hour and she could not sleep, as she had not taken any medication, she became suspicious about corega. She informed that when she stopped using it, she started getting better. She informed that she had made a request for a neurologist, but she suspended because she was fine, she did not had any symptom of poisoning anymore. She was upset because there was no warning about side effects.